Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient is experiencing intermittent pain on biting, occasional sensitivity to hot/cold and at times difficulty chew. After clinical exam of the intraoral cavity by doctor, a bilateral posterior open bite was found. The premolars were in contact while the posterior molars were not in contact and were approximately 1 mm apart. The patient informed the doctor that he had byte therapy and did not have this issue prior to the orthodontic treatment. Patient was advised to seek out orthodontic treatment as soon as possible with an orthodontist. Patient will need supervised orthodontic treatment from a specialist to correct the issues that were observed. This may require significant movement and full-arch correction.